Event description:
It was reported that during an iliac stenting treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The 70% stenosed, about 50 mm in length target lesion was located in the moderately tortuous and calcified, approx. 8mm in diameter iliac ostium. The lesion was not pre-dilate. This 8.0x40x75cm express ld was selected; however, during the procedure the stent fell off the delivery catheter before deployment. The stent was "jailed and caged" at the iliac bifurcation with an 8x41x75 epic stent delivery system. The procedure was completed with another of the same device on the other side of the lesion. The patient's status is well.

Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).